Event description:
It was reported to philips the device gave pressure line disconnect and patient disconnect alarms. This event was reported to have occurred during patient use. The customer spoke with a philips remote service engineer (rse). The customer confirmed error codes 1200 alarm message: patient disconnect and 1202 alarm message: proximal pressure line disconnect were in the significant log. The rse advised performing a performance verification test (pvt). Following the evaluation of the device, the customer performed the pvt to resolve the problem. No parts needed to be replaced. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.